Event description:
The customer reported that while monitoring telemetry patients, multiple beds went offline unexpectantly. The beds stayed offline for several minutes before returning on their own without any intervention of the customer or spacelabs healthcare. At this time it is not known why the transmitters were showing offline. Spacelabs healthcare is attempting to gather logs from the system to determine the cause of the reported issue. A follow up report will be submitted in accordance with 21 cfr 803.56 should additional information be available.